Event description:
It was reported that during a colon resection, the first device was shorting; it was not sealing the vessel. The size and which vessel is unknown. Clamps and ties were used to control the bleeding. The second device only worked as intended then stopped working while activating on the omentum. Clamp, cut and ties were used to complete the procedure. No adverse consequences reported. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.